Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: the customer did not provide bd pas with product catalog number or lot number information, when requested. After 3-follow-up attempts to obtain additional information, bd pas has closed this customer complaint. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported that the potassium results were high with an unspecified bd vacutainer® sst blood collection tubes. The following information was provided by the initial reporter: (1 of 2 complaints) first test resulted in 6.1 and the second draw resulted in 4.8. Customer stated that the first draw, 6.1, was done at an outpatient facility and the second was done in house. Stated that different sites use different centrifuges and wants to know if this could be the issue. No aes and confirmed address with customer. Customer will provide catalog# upon request. Hearing from other outpatient locations that the potassium results appear to be elevated.